Manufacturer narrative:
Spacelabs has launched an investigation and will file a supplemental report once the investigation is complete.

Event description:
Spacelabs received a report on august 14, 2018 the customer is experiencing 3 of the central stations displays are black.

Manufacturer narrative:
Not enough information is known about the system¿s condition at the time of the failure. A total system reboot resolved the issue and there have been no repeat occurrences to date. This report is complete. This particular issue is considered closed.